Event description:
It was reported that a clearlink system continu-flo solution set leaked from the lower port. This was observed after priming with infusion medication. The medication bag was re-spiked with new tubing to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and it was noted that there was a leak from the third y-site clearlink. Priming was performed, and it was also noted that there was a leak from the third y-site clearlink. An autopsy of the y-site clearlink was performed, and it was noted that the gland was non-conforming due to flash at the wiper and damage at the wiper and ribs. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.